Event description:
It was reported to boston scientific corporation that a rapid exchange locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the nurse manager reported that they passed a sphincterotome through the biopsy cap and the foam dislodged into the biopsy channel of the scope. This caused the biopsy channel of the scope to be blocked. No damage was noted to the device, prior to use. The scope was removed, another scope was used with another rapid exchange locking device with biopsy cap device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.